Event description:
It was reported that an angio-seal was deployed post percutaneous transluminal coronary angioplasty. The patient was being treated for coronary stenosis (des direct stenting without clinical complication). Manual pressure was applied for 20 minutes and the patient did well. One day later, the patient left the hospital, but was unable to walk more than 10-15 meters. The patient had claudication in the lower right leg. An MRI angiogram was performed which revealed a total occlusion of the below the knee (btk) arteries on the right side. The physician decided to wait for one month before seeing the patient. Clinically, the patient still had a 300m claudication (pain when walking more than 300m. Rutheford state iia or b). The physician suspected that the anchor may have migrated and occluded the btk arteries. The physician decided to not treat the patient because the anchor is bio-absorbable.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. A paper print image was received with the complaint. There were no right or left markers or other identification on the image. Arterial blood flow is seen enhanced in the image. The image was reported to be an mr angiogram. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card; fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms. The angio-seal device instructions for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.